Event description:
Consumer called to report meter giving them inconsistent results. Analysis run on clark error grid using mean avg. Reading (64) as ref. Point vs bd reading (70) yielded data points in the d range of grid, outside acceptable limits.